Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler display was blank; however, the front panel bottoms lit up. It was identified that the cause for the blank display was due to a burnt transformer on the inverter board. A known good front panel assembly was used to continue testing. The cycler passed the valve actuation test, the system air leak test, and the cassette insert/removal test. An internal visual inspection of the returned cycler encountered no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a patient¿s liberty select cycler had a blank screen and that the patient was unable to open the cassette door while the patient was in treatment (phase and cycle unknown). The cycler was plugged into a three prong outlet directly to the wall, and the power cord was properly connected both ends. The patient rebooted the cycler and stated that the stop and ok keys lit up but the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. Upon further follow up, the pdrn stated that the patient was not able to finish treatment on the cycler that night, but was able to perform manuals the next day. The patient¿s pdrn confirmed that there were no adverse events, injuries, or medical intervention required as a result of the reported event. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the new cycler with no issues and without reoccurrence of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.